Event description:
Abiomed received notification via the long-term outcome and quality indicator (loqi) impella registry regarding a 80 yr patient with an impella cp. It was reported that after the impella sheath was removed, subject was noted to have ischemic right lower extremity with loss of pulse. Vascular surgery immediately consulted, and subject was taken emergently to the or. And found to have occlusion of the right common femoral and external iliac arteries. In the or the subject underwent a right iliofemoral endarterectomy with profundaplasty and stenting of the right common and external iliac arteries. 6 days status post surgery subject¿s right foot noted to be ¿warm and well-perfused, no sensorimotor deficit. During this time while at recovery suite, subject was noted to have left facial droop and left-sided aphasia. A stat head CT was performed and found a large acute infarct of the right pica territory cerebellum. Stroke etiology ¿likely periprocedural versus cardioembolic in the context of known atrial fibrillation.¿ on discharge continued to have rle weakness and dysarthria. Subject readmitted on (B)(6) 2025 and reported no residual symptoms from cva.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information in a5 is unknown.

Manufacturer narrative:
Correction e4, g2. The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia/stroke/paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.